Manufacturer narrative:
Evaluation summary the device history record (DHR) review could not be performed because the lot number was unavailable for the device. A sample was received at the manufacturing site. The sample was used and heavily contaminated. Visual inspection was completed on the sample and the site can confirm the reported condition from this review. The silicone tube is disconnected for the mystic connector. Unfortunately, as the sample was contaminated, no further testing could be completed. As no testing can be completed, no root cause could be determined and no corrective action for this issue can be implemented. The manufacturing site has engaged with the health center and completed a site visit to the hospital to gain more information and to meet with the clinicians. From this, it was found that the issue occurs when administrating viscous medication through the medication port on the y- connector part of the enteral feed set. On some occasions as required they will also use this port to administer a bolus top up feed to give added nutrition. If they meet excess resistance when administering medication via a syringe due to an occlusion further downstream, this can cause backup pressure to be exerted on the peristaltic pump section causing it to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient.

Manufacturer narrative:
Corrected investigation summary with update below: the manufacturing site has engaged with the distributor and completed a site visit to the hospital to gain more information and to meet with the clinicians. The manufacturing site has received additional information in relation to this complaint. An extensive training and education package have been developed by the distributor and during this initial training, the hospital has experienced some issues while administrating medication through the medication port on the set causing the peristaltic pump section to disconnect. The issue occurs when administrating viscous medication through the medication port on the y- connector part of the enteral feed set. On some occasions as required they will also use this port to administer a bolus top up feed to give added nutrition. If they meet excess resistance when administering medication via a syringe due to an occlusion further downstream, this can cause backup pressure to be exerted on the peristaltic pump section causing it to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion the safety feature was activated, and the pressure was diverted away from the patient back up to the peristaltic pump section. This issue occurred during the initial stages of integrating the devices into the hospital. User set was different from the incumbent device, issue was not caused by device failure, but interaction between the user and the device. We have reviewed our risk documentation and this issue is within our expected rate. The risk assessment is adequate; the harm level and the occurrence rates are within an acceptable range. A formal investigation is not deemed necessary at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported during preparation, the feeding set was leaking where the mystic connector joins the silicone tubing. There was no patient harm.